Event description:
Acct states when they use clamp to close set and attempt to flush with a 4cc syringe, fluid "sprays" all over. States the "bore" is breaking. No further info available.

Event description:
Acct. States when they use clamp to close set and attempt to flush with a 4cc syringe, fluid "sprays" all over. States the "bore" is breaking. No further info available.